Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had user the cartridge 2 days longer than what was recommended. Tandem technical support educated the customer this was off-label. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose level ranged from 121 mg/dl to 291 mg/dl.